Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brakes don't hold. The casters don't hold and swivel when in brake.